Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the drains, the sample mixer, the wash station tubing filters, the styleted probes and the air knife solenoid. The cse also performed diags alignment. Upon a follow-up visit the cse adjusted the probes and checked and corrected the loose connections on the right side of water purification module (wpm) and climate control module (ccm) assembly. The cse ran quick checks, which passed. The cause of the discordant, falsely low magnesium and glucose results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) and glucose (gluc) results were obtained on multiple patient samples on a dimension vista 500 instrument. Sample (B)(6) was repeated for magnesium on the same instrument and resulted falsely low again. The discordant results were reported to the physician(s). The patient with sample ID (B)(6) was given more glucose than necessary due to the discordant glucose result, but was not adversely affected by the treatment. The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium and glucose results.